Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with an unsigned note that stated broken rear bezel and touchscreen not functioning. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.